Manufacturer narrative:
(A2) age at time of event: 18 years or older. Device evaluated by MFR.: the unopened and fully sealed inner pouch was inspected, and a loose foreign matter (fm) was identified in the sealed pouch. The loose fiberous fm was measured against a tappi chart and was out with specification as per fm inspection standard. The production unit has been informed of the complaint. No other issues were identified during the product analysis.

Event description:
It was reported that a foreign matter was found inside the package. A 6.0 x 100, 75cm mustang balloon catheter was selected for use. However, when trying to open the bag, there was a black object noted inside, which seemed to be dirt. The procedure was completed with another of same device. No patient complications nor injures were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a foreign matter was found inside the package. A 6.0 x 100, 75cm mustang balloon catheter was selected for use. However, when trying to open the bag, there was a black object noted inside, which seemed to be dirt. The procedure was completed with another of same device. No patient complications nor injures were reported.